Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the right ventrical. A revision procedure was performed and the lead was successully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.